Event description:
It was reported that this patient presented to the emergency room due to shocks from this implantable cardioverter defibrillator (ICD). The patient was found to have atrial fibrillation (af) with rapid ventricular response attributed to hyperthyroidism. The patient was administered metoprolol, digoxin, methimazole and transferred and admitted to a different health care facility. Subsequently the patient's medications were modified and the device was reprogrammed. It was noted that the patient also presented non-myocardial infarction troponin elevation due to the shocks. The patient did not present for a follow up visit three and a half months after the event. The device remains in service. No additional adverse patient effects were reported.